Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of trocar in a laparoscopic gastric bypass, the surgeon noticed that it was very difficult to pass instruments through the port and even more difficult to remove instruments from the port. Another device was used to resolve the issue in order to complete the. There was no patient injury.